Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d9, g3, g6, h2

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while trying to remove the size four (4) avenir complete broach, the piece on the broach that holds it to the handle broke off. The broach was removed using the avenir removal device. There was a two (2) minute delay. No consequences or impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. Proposed component code: mechanical (g04)- rasp. Visual examination of the returned product identified the post of the broach is confirmed to be fractured, no fractured pieces returned for evaluation. There are grooves present on the handle connection end of the broach. The cutting teeth have nicks and wear on them. No other damage was noted during visual evaluation. Device has an approximate field age of 2 years. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Based on the returned product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.